Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the shunt system. Prior to the surgery, it did not have proper resistance and the valve did not function properly. The device was not implanted due to the malfunction. Additional information was not provided.

Manufacturer narrative:
A section: patient age, 70 yrs. Manufacturing evaluation: investigation- the valve was received sterilized in a sterile bag. At the time of intake, the valve was at a pressure setting of 12 cmh2o. Visual inspection - the product was re-packaged and sterilized. No damage or other defects are visible. No significant deformations or damage of the valve were detected during the visual inspection. Permeability test - a permeability test has indicated that the valve is permeable. Adjustment test - the results showed the valve was adjustable to all settings. Braking force and function test - the investigation results showed the brake function is fully operational and the braking force is within the given tolerances. Results - after the visual inspection, we additionally tested the catheter between the valve and the pre chamber for twisting. The results showed that the catheter was not twisted. After the tests, we have dismantled the valve. The product was fine and showed no deviations. As described in the instructions for use(IFU), we would like to refer once again to the preoperative flow test. In addition, the opening pressure of the valve for the flow test was set high; we recommend the pre-adjusted pressure level 5 cmh2o. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.